Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status elective replacement indicator (eri) after experiencing two consecutive charge times outside of the extended charge time limit for the device. The device then subsequently declared end of life (eol). The patient was seen for a device replacement procedure where the device was explanted. The local boston scientific field representative reported that the device would not be returned for analysis as it was kept by the hospital. There were no adverse patient effects reported.